Event description:
This record has been created based on the investigation results of (B)(4). Original follow-up info stated that the guidewire was unused and returned due to an event that occurred with a guidewire with the same lot #. The investigation shows that the guidewire has scraped ptfe coating which indicates possible usage. At this time there is no available info on the pt or procedure date.

Manufacturer narrative:
The device was received. The distal tip was visually inspected. The urethane tubing exhibits evidence of being present, intact, and properly coated. No damage or inconsistencies were noted to the specimen during the analysis. The outer ptfe coated surface at the proximal section presents random scrapes and worn coating scattered throughout the entire length of the proximal section, indicating possible usage. The root cause of failure could not be determined with certainty. The circumstances under which the reported event occurred cannot be determined based on the info available. (B)(4).